Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 on channel b was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel b pumphead module was replaced to correct this condition.

Event description:
During product evaluation, a baxter service technician reported finding a colleague infusion pump with failure code 808:02 on channel b. This event occurred while the baxter service technician was performing a downstream occlusion test. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).